Event description:
It was additionally reported that the low flow alarms were due to ventricular tachycardia. The patient was unresponsive and intubated with mean arterial pressure in the 20s despite being on maximum epinephrine, norepinephrine, and vasodilators. The patient passed away on (B)(6) 2024 due to ventricular tachycardia and the death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
B5 : narrative information . Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section d4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms starting at 2:08pm on (B)(6) 2024. The low flow alarms continued and speed settings were changed until the driveline was disconnected at 6:37pm. The patient later passed away.

Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log file confirmed low flow events that were reportedly due to the patient¿s ventricular tachycardia (vt). A review of the submitted log file found a low flow alarm flag on (B)(6) 2024 as well as multiple low flow alarm flags on (B)(6) 2024 over approximately 4 hours. It was noted that pump speed was lowered on (B)(6) 2024 for less than 5 minutes before being returned to its original speed. The driveline was ultimately disconnected in the end of the log file on (B)(6)2024, consistent with patient expiration and discontinuation of pump support. The system appeared to be operating as intended at the set speed, and there were no other notable pump alarms active in the log file. Multiple requests for additional information regarding the patient¿s arrhythmia were submitted to the account; however, no response has been received at this time. The patient¿s death was not considered device related, and it was reported that the device operated as expected. It was reported that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia, respiratory failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.